Manufacturer narrative:
Result - plastic coating on foot section castings was peeling with sharp edges.

Event description:
It was reported by service report that the plastic coating on the foot section castings was pealing and had sharp edges. No pt involvement or adverse consequences are reported.